Event description:
Pt was being treated for an outflow stenosis of an av graft. The device was deployed accurately but as the physician was withdrawing the catheter into the sheath the tip broke off. The tip was located in the right upper branch of the pulmonary artery (lung). The physician reported he didn't think the size of the tip would be an issue and chose to leave it be. The physician will continue to monitor the pt. The pt is reported to be fine.

Manufacturer narrative:
Based on examination of the returned device, it could not be determined if there were anomalies attributable to the MFR of the device.